Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an gst60g partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no partial fire or malformed staples were noted during functional testing. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, it was reported that the device was opened to transect the bowel. The device was placed on thick tissue low in the pelvis. After closing the device with a green load, it was reported that the device fired then stopped after firing three staples. There was no harm to the tissue. Another reload was opened and placed into the device. After clamping down on the tissue, the device did the same thing as the first attempt. Another device was opened with another green reload. On the third attempt to transect the bowel with the new device and green reload, the device fired three non formed staples and then stopped. The surgeon then used the reverse switch to bring the blade back to the home position. The device was discarded and a curved cutter stapler was opened. Case completed with a green cartridge and this device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was the gst60g used for all firings? What devices are available for return and how many are being returned? The optimizer reported the device was discarded.